Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella rp flex device for mechanical circulatory support and the following day had a dialysis catheter was placed with a sudden change in the placement signal/motor current as well as purge flows/pressure. Approximately four days later it was note there was a possible clot entrainment leading to pump stop. Information indicates the impella rp flex was explanted with a survived patient outcome.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: rp flex with smart assist system. Section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿